Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample wa snot made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was reported by the eye care professional (ecp) that a patient had to seek urgent medical attention in (B)(6) 2014 after experiencing problems with the right eye. The ecp found that 2 lenses were placed in the same eye. The ecp did not know how long the patient had the double lens in the eye, but suspected it was worn for 3 days. The patient was hospitalized due to infectious keratitis. The patient was prescribed oftaquix eye drops. Currently the event has resolved and lens wear has resumed.